Manufacturer narrative:
The tech found the brake casters are worn. The tech replaced the brake basters to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported the brake casters are ratcheting while in brake mode. The bed is located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).